Event description:
Allegedly, patient revised due to pain, metallosis and elevated metal levels in blood.

Manufacturer narrative:
Additional information received from litigation on 01/08/2019. Updated the explant date from (B)(6) 2002 to (B)(6) 2008 and the explant date from (B)(6) 2017 to (B)(6) 2017.

Manufacturer narrative:
Additional information received from litigation on 01/08/2019. Updated the explant date from (B)(6) 2017 to (B)(6) 2017.